Event description:
Patient's husband reported "discomfort" on an right side, 7 years following implant surgery. The device remains implanted. Later, patient reported rupture and pain.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later, patient reported, rupture. Capsular contracture, baker grade IV and pain.